Event description:
It was reported that patient underwent shoulder arthroplasty procedure on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2009 for an unknown reason. The resurfacing head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2012-01135, 1136, 1137, 1138, 1139, 1147, 1156 & 1157).